Event description:
Additional information was received. It was reported that they are getting no device found (16). The caller stated they have already attempted a passive recharge prior to calling. Caller stated they were charging the implant last night with excellent quality and fell asleep and when they woke up they had gotten no charge and now they can not connect. Agent did not ask about the circumstances that led to the reported issue. Agent walked the caller through removing the battery pack and plugging the controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed no device found (16). Caller confirmed no physical damage on recharger cord, pins. Caller then connected recharger and confirmed no device found (16). Agent walked caller through passive recharge and caller confirmed 75-75-75. Caller stated they last successfully recharged just a few days ago. Caller confirmed they do not use a belt but do have the implant on the skin. The issue was not resolved. An email was sent to the repair department to replace the recharger. Caller mentioned related medical history stating that the implant is deeper in their body now due to weight loss, they went in and had the implant anchored down and caller stated they don't feel it as close to the surface as they used to. Caller stated that sometimes when they sit the implant pushes and causes burning sensation. Caller thinks it is digging in or maybe the battery is misplaced. Agent reviewed this could be causing the telemetry issues they are having. Agent reviewed that they should follow up with their healthcare provider (hcp) if the recharger replacement does not resolve the issues. Caller mentioned they have an appointment on monday ((B)(6) 2022).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the report was that the ins had to be moved a little bit deeper. Pt stated that they had lost a lot of weight, so hcp had to anchor the ins and move the ins deeper. Pt stated that this had probably been a good four, five or six months ago.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6). Implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back stating they got the new rtm but that did not resolve the issue. Patient was still getting "no device found" message. The patient mentioned that their ins was a little deeper in the pocket and even had revision to the pocket on february 2020. Even with the ins being deeper, patient could still charge the implant to 100% even though it was difficult but now patient could not charge. Patient services (ps) reopened case to email repair requesting a controller replacement. Ps informed patient to contact hcp if new controller did not resolve issue. Ps closed case.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger, product ID 97745, serial# (B)(6), explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she called yesterday and today she received the replacement controller. Caller reported she had received the replacement recharger about 1 week ago and reported that she continued to see no device found after using the replacement controller and recharger. Caller reported she last charged about 2 weeks ago. The patient was advised to do a passive recharge. Caller reported she went through about 5 cycles of passive recharge, caller reported she is now able to see the charging screen. Ins was in the red and controller was 100% charged. The troubleshooting steps that were taken on the call resolved the issue.